Event description:
According to the reporter: after firing the instrument on the vascular tissue, the instrument stapled but jammed closed. The instrument was removed with another device and additional tissue was resected.